Event description:
The patient developed an infection. The patient had a device system implanted last week for pain. Yesterday the patient started to have hallucinations and meningitis was suspected. The patient¿s health care provider (hcp) no longer thinks the patient has meningitis but a full work up was being performed and the hcp wants to do an MRI. The hcp still suspected some type of infection that may be related to the implant of the stimulation system last week. The MRI compatibility guidelines of the brain and CT of sinuses were reviewed with the hcp. Additional information has been requested.

Event description:
Additional information received reported that the health care provider did not recall that they decided the patient did not have an infection. It was noted that the device remained implanted. No further information relevant to the event was reported. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).